Event description:
Reportable based on analysis completed on (B)(4) 2014. It reported that crossing difficulties were encountered and shaft kink occurred. The target lesion was located in a severely tortuous and severely calcified right coronary artery (rca). A 4.00mm x 28mm liberté¿ bare metal stent was advanced to treat the lesion. However, the stent was unable to cross the lesion and upon removal, it was noted that the shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Returned product consisted of a liberte sds with stent. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. There were numerous kinks throughout the hypotube of the device. The mid-section of the stent had three (3) rows of struts that were flared, bent and overlapping. Inspection of the remainder of the device, apart from the observed damage, presented no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the complaint incident. Microscopic examination presented no damage or irregularities in the stent that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the tip. Microscopic examination presented no damage or irregularities in the hypotube wall that could have contributed to the kinks. Microscopic examination presented no damage or irregularities in the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).